Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic via remote transmission showing post-sensed t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. In addition, there were two non-sustained rv oversensing episodes present that were caused by post-paced t-wave oversensing. Programming changes were made and the patient condition was stable before and after the event.